Event description:
Inbound. Hospital nurse called for assistance with cassette and pump with alarm no disposable and pump won't run, no information about hospitalization or lot number, no further details provided.